Event description:
Customer called to report hospitalization due to high blood glucose. The blood glucose reading at the time of the event was over 400 mg/dl. Customer was treated and released. Customer current blood glucose reading is 514 mg/dl. Customer has treated with manual injection. Time and date are correct. All settings are correct. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.